Event description:
Customer states back to back results of 207 mg/dl on his meter and 32 mg/dl by lab. The physician instructed customer to go to the hosp for an IV, not related to blood glucose values, but rather an ongoing infection. Return requested and replacement was sent.